Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was scratched and difficult to read it. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage. The customer was advised that the insulin pump had random no delivery alarm. The insulin pump will not be returned for analysis.